Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The part of the corail broach that you attach the neck trial to and the calcar reamer over appeared to be bent. This meant that the surgeon was unable to use the calcar reamer properly (some bone remained above the top of the broach) and it was extremely difficult to get the neck trial on. The surgeon got around the issue by using the saw and a nibbler to cut around the top of the broach and he managed eventually to get the neck trial to fit. Case delayed by 5 minutes. No adverse event to patient. The surgeon used a saw and nibbler instead of calcar reamer.

Manufacturer narrative:
Additional narrative: the investigation has been reopened due to receiving product for evaluation. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
The complaint description states that the device associated to the complaint was not returned for analysis. No other analysis was possible because nor the batch number neither medical records were provided. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
The complaint description states that the part of the corail broach that you attach the neck trial to and the calcar reamer over appeared to be bent. This meant that the surgeon was unable to use the calcar reamer properly (some bone remained above the top of the broach) and it was extremely difficult to get the neck trial on. The device associated to the complaint was not returned for analysis. No other analysis was possible because nor the batch number neither medical records were provided. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Addendum added (B)(6) 2016 the complaint was reopened due to the receipt of the product for analysis. The device associated to the complaint was returned for analysis. Dimensional and functional testings were performed. The dimensions are in conformity. It is difficult to assemble the trial neck. A search into the complaints database was performed, no other similar complaint was reported for the affected product code and lot combination. Based on the information received and the investigation performed, the root cause of the incident is device is worn through normal use and servicing.